Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient was experiencing phrenic nerve stimulation and symptoms of heart failure and it was noted the left ventricular (lv) lead exhibited high thresholds. The device was reprogrammed and the lv lead was explanted and replaced. No further patient complications have been reported as a result of this event.